Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery and battery was depleting quickly. Customer's blood glucose was not impacted. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue could not be verified. The reported alarm was verified.